Event description:
A report has been received from a pediatric dialysis user facility. A call was placed to this facility for additional info on this incident. In speaking with the reporter, it was learned that pt had started dialysis at 0800 when at 0910, this event was noticed. The pt's blood was returned and the treatment discontinued. The md was then notified. Blood cultures were obtained and the pt was given antibiotics. When the results of this culture confirmed no growth and was negative, the antibiotics were discontinued. Reportedly, this involved pt is fine and did complete this dialysis with no further ill effect.